Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port after filling with fluorouracil and saline. The total fill volume was 240 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured may 22, 2015- may 26, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of liquid in the bag but it was not clear where they came from. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.